Manufacturer narrative:
The lead was surgically capped, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead exhibited increased pacing thresholds (no specific measurements reported). Therefore, the physician decided to replace the lead. The lead was surgically capped. No further adverse patient effects were reported. The lead was actively implanted for approximately 11 years.